Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/13/2017 with the following findings: during investigation, the keypad was intact; no damage was observed. All keypad buttons were found to respond appropriately to button presses. The complaint of unresponsive keypad buttons was not duplicated during testing. The keypad was removed and moisture corrosion was found on all button contact pads. Unrelated to the complaint, investigation revealed a dim, discolored display.